Event description:
Reporting rationale: serious injury - medical intervention. Reporting status: restenosis requiring medical intervention. Device issue: none. It was reported that the pt arrived with chest pain. The procedure was to treat a possible re-stenosed vision stent, in the m4 of the circumflex. An attempt was made to place a 2.25 x 15 mm minivision stent, using a bmw universal guide wire, but the minivision failed to cross the previously implanted stent. When the stent delivery system and the guide wire were removed from the pt, a perforation was observed. A surgeon was called in to place coils to seal the perforation. A cd of the procedure was returned for review. Based on the cd review, it appears that the guide wire may have caused the perforation. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. Angina and stenosis, as listed in the vision risk assessment and vision instructions for use are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality issue.